Event description:
Hospital reported they had two incidents of anaphylatic shock. The first incident occurred on 2/25/00, the second on 2/29/00. The hosp was doing a regular diagnostic angiogram, using a medrad mark IV injector, 130 ml syringe and non-ionic isovue.